Manufacturer narrative:
As reported in a research article, aortic root injury following tavr: when plugging the hole can save the day and the patient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It was indicated that the amplatzer vsd occluder was used to treat aortic root injury. Please note: per the instruction for use (IFU), ¿the amplatzer muscular vsd occluder is a percutaneous, transcatheter, ventricular septal defect closure device designed for the occlusion of muscular ventricular septal defects.¿as the event was non-contemporaneously reported through a literature review, a letter will not be sent. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title: "aortic root injury following tavr: when plugging the hole can save the day and the patient".

Event description:
The article, "aortic root injury following tavr: when plugging the hole can save the day and the patient", was reviewed. The article presented a case study of an 86-year-old female patient with severe bicuspid aortic stenosis. It was reported that on an unknown date, a 12mm amplatzer muscular vsd occluder was chosen for off label closure of an aortic root fistula. It was reported that the patient received a 29mm sapien 3 aortic valve when transesophageal echography (tee) confirmed aortic root injury with a large shunt toward the right ventricular outflow tract (rvot) causing hemodynamic instability. Percutaneous fistula closure was attempted and tee confirmed shunt resolution with no occluder-leaflet interaction. It was noted that rapid catheter manipulations during deployment of the occluder caused right ventricular perforation, leading to pericardial effusion. After percutaneous drainage, sternotomy with right ventricle suture without cardiopulmonary bypass was performed. The patient was discharged and at 6 month follow-up, the patient was stable with transthoracic echocardiography confirmed absence of a residual fistula. [The primary and corresponding author was david meier, department of cardiology, lausanne university hospital, rue du bugnon 46, 1011 lausanne, switzerland, with corresponding e-mail: david.meier1291@gmail.com].